Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following an MRI, patient experienced shocking sensation throughout entire body when therapy is turned on. As a result, surgical intervention may be undertaken to address the issue. The investigation was unable to determine the lead that associated with the issue.

Manufacturer narrative:
The event of shocking sensation with therapy on was reported to abbott. Following an MRI, patient experienced shocking sensation throughout entire body when therapy is turned on. The generator log for 3660 serial (B)(6).1 confirms that MRI mode was entered, then exited three times. The ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Ipg was able to successfully enter an exit MRI mode. Additional information indicates that surgical intervention was undertaken on (B)(6) 2025 wherein ipg was explanted and replaced. Shocking sensations have resolved